Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown. Batch no: unknown. It was reported reaction to chloraprep. Verbatim: chlorhexidindigluconat 2% w/v in 1.5ml applicator used to clean arm prior to venepuncture. External reference # case ID: (B)(4).